Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with the cooladvantage plus applicator to the upper and lower abdomen on (B)(6) 2018 who developed paradoxical hyperplasia (pah/ph) 4 months post coolsculpting. The patient was diagnosed with pah on (B)(6) 2018 to the lower abdomen. Pah was described as "firm to palpation as compare to other treated sites. Also protruberance noted to ph area".

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with the cooladvantage plus applicator to the upper and lower abdomen on (B)(6) 2018 who developed paradoxical hyperplasia (pah/ph) 4 months post coolsculpting. The patient was diagnosed with pah on (B)(6) 2018 to the lower abdomen. Pah was described as "firm to palpation as compare to other treated sites. Also protruberance noted to ph area".